Manufacturer narrative:
Product event summary: analysis found that the power supply was electrically out of specification. There was no physical indication on the programmer of smoking, overheating or burning. It was additionally found that the programmer's keyboard was broken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, there was smoke and possible flames coming from the back of the programmer. The programmer was immediately unplugged and taken outside, where the smoking ceased. A different programmer was used to complete the patient check. There had been no indication of a programmer problem prior to the incident, and the programmer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.